Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event per service record opened. The system was found to meet all cosmetic and performance standards. The reported event cannot be confirmed. Based upon the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a cataract procedure on a patient's right eye that encountered several issues. The procedure was initially planned as a standard cataract surgery, with modifications based on clear optical coherence tomography images. During the surgery, using a video microscope, the surgeon noticed that the primary and secondary incisions were incomplete. Despite the lack of significant bubbling in the anterior segment while cutting the capsule, there were no cuts observed in the anterior cornea and anterior capsule during the phacoemulsification technique. However, after the lens ruptured, it was discovered that the posterior capsule had been cut, allowing lenticular fragments to enter the posterior segment. The surgeon then performed a posterior segment vitrectomy to address the issue. The procedure was completed successfully without loss of suction or significant patient movement.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(6) is no longer operational. Lensx manufactured products are maintained and investigated by (B)(6) . The manufacturer internal reference number is: (B)(4).